Event description:
Information was received indicating that the "spouse increased" the smiths medical cadd-legacy duodopa ambulatory infusion day pump with 0.1ml/h "on own initiative." It was unknown if the increased amount was within the parameters of the patient's prescribed dosage. It was reported that; the correct programmed settings for the pump were: morning dose 7.0, continuous dose 4.1, extra dose 1.5. Per reporter the event was resolved and the dosages were "registered in hc." No adverse patient effects were reported. Concomitant medical products and therapy dates (excludes treatment of event) levodopa 100/25 (B)(6) 2020. Oral levodopa 100/25 (B)(6) 2011. Metformine + glyclazide (B)(6) 1990. Oral pantoprazol (B)(6) 2018. Oral levothyroxide (B)(6) 1990. Oral lercanidipine (B)(6) 1990. Oral perinidopril (B)(6) 2000. Oral ropinirol (B)(6) 2012. Oral xarelto (B)(6) 2000. Oral furosemide (B)(6) 2000. Oral symvastatine (B)(6) 2018 oral.

Manufacturer narrative:
Related report: 3012307300-2021-03325.